Manufacturer narrative:
Per the reported event, the medtronic rep discussed with the surgeon the possibility of pt movement after the scan was acquired. They were using the cranial reference frame for a lower cervical procedure. The medtronic investigation is in progress.

Event description:
A medtronic representative reported that during a surgery using the o-arm, navigation was initially accurate. As surgery progressed, surgeon agreed that pt may have settled on table padding resulting in slight inaccuracies. The surgeon was using the cranial reference frame for a lower cervical procedure. The surgery was completed with the use of the stealthstation. There was no negative impact to the pt.